Event description:
Caller alleged discrepant results (precision) comparison of inratio test compared with lab results. Results as follows: 1st inr = 1.9; 2nd inr = 1.3; 3rd inr = 1.7.

Manufacturer narrative:
Inratio precision data provided by end-user lot: 1st inr = 1.9; 2nd inr = 1.3; 3rd inr = 1.7. Inratio meter: mean: 1.63, sd: 0.31, %cv: 18.70; 18.70% cv is less than 20%. Summary: end-user claims discrepant precision results. Customer results analyzed in-house. Precision met criteria. Further investigation not required. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to return.